Event description:
In situ measurements performed on (B)(6) 2015 show 9 electrode channels in status high. Previous measurements from (B)(6) 2014 shows normal impedance values. An x-ray shows the electrode array to be in the cochlea. No trauma was reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged due to excessive mechanical stress. However, to determine an exact root cause, a device investigation would be necessary. The complaint can be reopened if further relevant information is available.

Event description:
In-situ measurements performed on (B)(6) 2015, show 9 electrode channels in status high impedance previous measurements from (B)(6) 2014, show normal impedance values. An x-ray shows the electrode array to be in the cochlea. No trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements performed on (B)(6) 2015, showed 9 electrode channels in status high impedance. Previous measurements from (B)(6) 2014, show normal impedance values. An s-ray shows the electrode array to be in the cochlea. No trauma was reported.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.